Event description:
Customer reported receiving no delivery alarms on the insulin pump. Customer stated that they have been experiencing high blood glucose readings of 500 mg/dl and 600 mg/dl and have been treating with a needle. Customer also stated that he has severe sinus infection and has been on medicine which may be causing the elevated sugar levels. Customer's blood glucose reading at the time of the call was 203 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.